Event description:
Tip broke off during surgery, delayed surgery by one hour.

Manufacturer narrative:
Device is not being returned by the user facility for evaluation. No pt injury reported only lengthening of surgery time.